Event description:
I had an alert that my blood sugar was trending low on my dexcom cgm monitor. I just came home from work, changed my clothes and sat down to eat my hot soup. My mother was present and told me that I went into a seizure and dumped all the hot soup on head, face and neck. My seizure was approximately under 2 minutes. I have been having many inconsistencies and had a seizure on (B)(6) 2025 with many 40's and 50's blood sugar levels. More often than not, when I test my blood sugar manually, they are off from 20-60 points. Due to the extreme emergency that my mom was facing on (B)(6) 2025, she did not perform a manual blood sugar stick. I have been cleared by neurology in (B)(6) and now in (B)(6) that there are no signs of neurological and all doctor's are pointing to malfunctioning numbers of the cgg/low blood sugar. Conversely, I have very high numbers on the dexcom cgm and manual blood sticks have been the complete opposite. Now I am forced to constantly check my blood sugar with manual sticks at approximately 6-8 times a day as I feel unsafe. This is an additional expense of more test strips. My cgm is connected to my tandem mobi in a "closed loop" environment which means that if my blood sugar is 200 on the dexcom, it will send a alert to tandem mobi to give me insulin. Conversely if it's showing low it will suspend. The dexcom g7 cgm stated my blood sugar was 92 and manually tested it was 141. I have had recent ambulance visits, hospitalizations this year on dexcom g7 due to low and high/keto sugar levels.